Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that drawers 2.1 and 2.2 were not detected on the bus. The field service engineer (fse) powered off the station, removed the back panel, reseated the row board cables on the drawer controller board, and restarted the station. The fse logged into the hardware test application, and the drawers were successfully detected. A functionality test was performed on the drawer, which passed. The station was restarted to launch the medication application, and the drawers functioned properly. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.